Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is damaged on the entire pad. The instrument appears to have detached fragments. The event caused partially or wholly the result of use conditions.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.